Event description:
It was reported that this patient received anti-tachycardia pacing (atp) therapy and shocks from their implanted cardiac resynchronization therapy defibrillator (crt-d) device across multiple episodes. Device therapy was not exhausted. Boston scientific technical services (ts) indicated that device therapy was provided for a possible atrial-driven arrhythmia, which is inappropriate therapy. Ts provided guidance to consult an electrophysiologist to evaluate the rhythm and possibly provide medication to slow the patients conduction. The device remains in-service. No additional adverse patient effects were reported.